Manufacturer narrative:
Initial.

Event description:
It was reported that a user paired a freestyle libre 3 plus glucose sensor to the libre mobile app instead of to the ilet app, after which the sensor could not be paired to the ilet because it was already in use by another device; the user agreed to start a new sensor and proceed with correct pairing. No adverse clinical symptoms reported. Outcomes included no health impact or medical intervention. User support included troubleshooting and user education regarding correct device pairing workflow. Investigation of this case revealed the sensor was functioning as designed, with the issue attributable to use error in pairing the sensor to a non-ilet application first, preventing subsequent pairing to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device setup and use.